Manufacturer narrative:
Mindray service representatives replaced and reprogrammed a telepack which resolved the issue.

Event description:
Customer reported an issue with the panorama central station's telepack which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.